Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us the full name of the initial reporter listed in (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) generated "low vacuum" alarms every 30 seconds. There was no patient harm or adverse event reported.